Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2022 due to high blood glucose. Customer's blood glucose at the time of incident was 718 mg/dl and the current blood glucose was 177 mg/dl. Customer treated high blood glucose with intravenous insulin drip. Customer stated symptoms related to high blood glucose which were felling sick, unwell, headache, sick stomach, flu like and increased thirst. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was not active at the time of incident. Customer did not test positive for ketones. Customer stated that the infusion set had bent cannula. The insulin pump will be not returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.